Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump was exposed to moisture and had some of it inside. This caused the buttons to stop responding. The customer's blood glucose level was 153 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has pump cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.